Event description:
The facility reported a colleague infusion pump with a 808:03 failure code on channel b. There was no report of when this condition occurred. It was reported to have occurred in the biomed service department. This condition had the potential to interrupt delivery. The facility reported that there was no patient involvement, injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available. This device is a unremediated colleague pump with a user interface module software version of 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with a failure code 808:03 on channel b was confirmed by baxter personnel during product evaluation. The root cause of this condition was assigned to a defective pump head module on channel b. The pump head module on channel b was replaced to correct this condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.